Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that about 2 weeks after they got the handset, they started having a telemetry delay for up to 5 minutes when trying to connect to the pump. The patient mentioned that they can feel the outside of the pump, and while bolusing on the call, the patient mentioned that even though there was a telemetry delay on the screen, they could feel the bolus already going through. While on the call, the handset was charging and was at 5%. During the call, the patient also mentioned that 'a lot of the time' they see 'myptm app not responding, close app or wait,' and they tap wait because they don't see the point in starting all over again. The patient stated that sometimes they try moving the ptm (personal therapy manager) closer to the communicator and pump to try to speed up the telemetry delay and sometimes it helps but sometimes it doesn't, and it did not help on the call today. The agent reviewed clearing data, and the patient cleared data on the call. Prior to the data clear, the patient stated app was 30.95 (did not provide units) and data was 20.44 mb.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer stated that the handset was lagging at 90 percent. The agent reviewed how to delete data. The patient will call back if she needs further assistance.